Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: when the sac is disconnected from the liver. He claims that the probe burns the liver while separating the liver from the sac. Additional information received from distributor via email on 26-jul-23: they call the handpiece itself a probe. In this sentence in the report ¿he claims that the probe burns the liver while separating the liver from the sac.¿ they're talking about the eb215 itself. No treatment was given because treatment was not required. Intervention: doctor used different brand device; no treatment was given because treatment was not required. Patient status: good.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Correction: h6 (health effect - impact code) is being updated to "4613 - minor injury/illness/impairment".

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: when the sac is disconnected from the liver. He claims that the probe burns the liver while separating the liver from the sac. Additional information received from distributor via email on (B)(6) 2023: they call the handpiece itself a probe. In this sentence in the report ¿he claims that the probe burns the liver while separating the liver from the sac.¿ they're talking about the eb215 itself. No treatment was given because treatment was not required. Intervention: doctor used different brand device; no treatment was given because treatment was not required. Patient status: good.